Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported the patient had multiple lead revisions due to the patient¿s low weight. It was noted the patient had over five revisions. It was reported the patient was always very thin from not eating from their pain. It was noted the patient had gained forty to fifty pounds and the revisions had slowed down.